Manufacturer narrative:
The device has not been made available for evaluation at this time. Should further information or the device become available, a follow-up report will be issued.

Event description:
Alleges powerchair was charging inside, and triggered the carbon monoxide detector. Alleges the batteries are swollen.

Manufacturer narrative:
The device was returned and evaluated. The evaluation concluded that there was a failure to follow the charger manufacturer's manual.

Event description:
Alleges powerchair was charging inside and triggered the carbon monoxide detector. Alleges the batteries are swollen.